Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that, post-aquablation therapy, the patient had a catheter grade of 4-5 indicating bleeding. The patient was taken back to the operating room (or) for additional cautery. No malfunction of the hydros robotic system was reported.